Manufacturer narrative:
Follow-up # 1 date of submission 10/12/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2016 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. The battery cap was not returned with the pump. A test battery cap was unable to tighten to pump due to the battery compartment crack. The original complaint that the battery cap was not able to be removed could not be confirmed since the cap was not returned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was not able to be removed from the pump.